Manufacturer narrative:
The associated device was returned and evaluated. Our investigation included a review of the manufacturing records for the device which did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the device risk management plan as well as the associated manufacturing and labeling specifications did not reveal any issues that would potentially lead to this outcome. This issue was reviewed by our clinical investigation team who concluded a review of the available clinical evidence does not reveal a direct link between our device and the reported event/patient outcome. The device was evaluated by our research team. It was concluded that the r3 constrained liner was deformed along the rim of the liner. The deformation along the rim can potentially be attributed to impingement of the neck of the femoral stem. This may have led to disassociation of the head and/or liner. The femoral head and shell were not available for investigation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem.

Manufacturer narrative:
.

Manufacturer narrative:
Smith & nephew has become aware that the patient has died.

Event description:
It was reported that a revision surgery was performed on (B)(6), 2014.

Manufacturer narrative:
.